Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was high, however, a specific value was not provided. Customer administered a manual injection and delivered a bolus via the pump to address bg level.